Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what was the surgical procedure? Laparoscopic sleeve gastrectomy. Was there any issue with device during the initial surgery? No. Does the surgeon wait 15 second prior to each firing? Absolutely! Was buttressing material used? Yes, on the anvil side of the device only. What was done during the re-operation? Unknown. What is the current patient status? Unknown. How much was the blood loss? Unknown. Did patient transfusion required ? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a sleeve gastrectomy the patient had to be taken back to surgery. The patient had a mid body arterial staple line bleed from one of the gold reloads. During the case the device worked perfectly and the staple line looked great.